Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2024 when it was reported, ¿it was reported that l-hook electrode was detached during the surgery.¿. Further assessment found that the component detachment occurred outside of the patient; therefore, no fragmentation made contact to the patient. The procedure was completed with another same device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-5274-132 in opened original package. Lot number was verified. Performed a visual inspection, the lhook was detached and returned along with the product. A root cause cannot be determined, however, based upon the evaluation of the device, a likely cause may be due to excessive force being used during removal of eschar from the tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a laparoscopic cholecystectomy procedure on 18jul24 when it was reported, ¿it was reported that l-hook electrode was detached during the surgery.¿. Further assessment found that the component detachment occurred outside of the patient; therefore, no fragmentation made contact to the patient. The procedure was completed with another same device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.